Manufacturer narrative:
Additional information section h4 - device mfg date: updated from blank to 2/22/2024. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, field data review, and device history record review. Return testing was not completed as returns were not available. Review of tracking and trending for the alinity s htlv I/ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 61222be00. Device history record review did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot and issue. Labeling was reviewed and sufficiently addresses the customer's issue. The overall reactive rates of ln 6p07-60, lot number 61222be00, at the customer¿s site, applicable peer sites, and across a whole blood and plasma screening monitoring group were collected and assessed. Across all 6p07 (ous) blood screening customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 61222be00 are within product requirements and comparable to other lots analyzed in comparison. Whole blood and plasma monitoring group: lot 61222be00: irr: 0.052%, rrr: 0.044%, irr - rrr: 0.008%, specificity: 99.956%. Peer sites: lot 61222be00: irr: 0.073%, rrr: 0.051%, irr - rrr: 0.022%, specificity: 99.949%. Customer¿s site: lot 61222be00: irr: 0.068%, rrr: 0.061%, irr - rrr: 0.007%, specificity: 99.939% additionally at the customer site, ln 6p07-60 data was reviewed. An increase of repeat reactive rate and a decrease in % specificity (assuming 0 prevalence) is observed to have started in august 2024. The repeat reactive rate increased between october 2024 to january 2025, correlating to the decreased % specificity observed. It is important to note the sample testing volume at gre is low which may impact rate calculations. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. Based on the investigation the alinity s anti-htlv I/ii reagent lot 61222be00 is performing as intended. No systemic issue or deficiency of the alinity s anti-htlv I/ii reagent was identified.

Event description:
The customer observed false repeat reactive alinity s htlv I/ii results for multiple donor samples that were western blot negative. The customer noted an increase in reactive results recently. No specific donor information or data was provided. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false repeat reactive alinity s htlv I/ii results for multiple donor samples that were western blot negative. The customer noted an increase in reactive results recently. No specific donor information or data was provided. No impact to patient management was reported.